Event description:
Pci was performed on a patient with in stent restenosis of a gfx stent in the proximal to mid lad. Three days after the procedure thrombus was confirmed. During the treatment of the thrombus, a dissection occurred. The lesion was described as class c, concentric and 25mm in length. Pre-procedure medications included asa 100mg/day. Intra-procedure medications included asa 100mg and 7000 units of heparin. The lesion was predilated with a 3.0/unknown mm balloon at 16 atm before deploying two overlapping cypher stents. First deployed was a 2.5/23mm cypher sten at 20 atm and next was 3.0/18mm cypher at 20 atm. Post-dilation was performed with a 3.0/15mm balloon at 6 atm for unspecified reasons. Acts were not monitored. Ivus was conducted. Timi 0 and iii flows were recorded pre and post-procedure respectively. Residual diameter stenosis measured 0%. Post-procedure medications included asa 100mg/day and ticlopidine hydrochloride 200mg/day.